Manufacturer narrative:
It is unknown when the event occurred. This report is for two (2) unknown screws - unknown lot; unknown part. UDI number is unknown. Implant date: unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of mid-foot forefoot plates on (B)(6) 2017 due to two (2) locking screws that backed out of the plate. The patient experienced pain because of prominent screws that backed out. The patient was implanted with one (1) 2.4 mm/2.7 mm va-lcp t-fusion plate, one (1) tmt fusion plate, four (4) 2.7 locking screws, and three (3) cortex screws. One locking screw back out of the va-lcp t-fusion plate and the other one back out from the tmt fusion plate. All hardware was removed. The original implant date is unknown. There is no additional information. Concomitant devices reported: va-lcp t-fusion plate (part #: 02.211.254, lot #: 6484163, qty: 1). Tmt fusion plate (part #: 02.211.266, lot #: 9870240, qty: 1). Locking screws (part #: unknown, lot #: unknown, qty: 2). Cortex screws (part #: unknown, lot #: unknown, qty: 3). This complaint involves one (1) part. This is report 1 of 2 for (B)(4). This report is for two (2) unknown screws.